Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the buttons were unresponsive. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had no delivery alarms. Insulin pump rejected new batteries. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with minor scratches on display lcd window noted. Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test, device received with high stop current due to voltage leak on interface board. Device passed a21 error test, off no power test, self test and run current. Device passed all buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. (B)(4).